Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of the investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA. There is no report of serious injury or death associated with this event.

Event description:
Laparoscopic total abdominal hysterectomy with bso - "during the case the transecting blade would not cut. Both devices were from the same lot number 1267399. The product has been sterilized and accounts needs replacement product immediately. Opened second device following discovery of first device not activating the cutting blade and surgeon had difficult with this cutting blade as well but was able to complete the case. Both devices are saved to be sent back for review. I, (B)(6), tm w/ applied as instructed by specialist got the first device from the field & attempted to cut a piece of paper with the blade with device locked/clamped on the paper & it did not cut the paper. " patient status: "patient status was unharmed from device".

Manufacturer narrative:
Investigation summary: the event unit, along with three (3) sterile units was returned for evaluation. Upon visual inspection of the event unit, engineering noticed eschar build up on the conductive pads as well as bodily fluid on the shaft. Engineering attempted to replicate the complainant?s experience by activating the blade in the air, and noted that blade deployment required additional force. After cleaning, the blade activated smoothly. The root cause of the customer's experience is due to excessive eschar build up on the device which could result in poor cutting performance. The instructions for use (IFU) instruct the user to "use a gauze pad soaked with sterile water or saline to remove eschar." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary to ensure the performance and safety of the products. In accordance to 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.